Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had keypad damage. The up button was difficult to press, buttons would sometimes cause the menu and numbers to scroll much faster, and there was a dark spot on the insulin pump's screen in the top left corner. The customer's blood glucose level was unknown at the time of the event. No further details were provided. The insulin pump will not be returned for analysis.